Event description:
The pt was implanted with a siltex saline mammary prosthesis on 4/23/93. Subsequently, the pt experienced a deflation of the device, an infection of the breast and capsular contracture. The device was removed on 5/22/98.